Manufacturer narrative:
Updated device evaluation: during evaluation of the device it was observed some creases in the posterior view and one of them was expanding to the anterior view. Leak testing revealed a tear within the crease in the posterior view, measuring approximately less than 0.1 cm. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral explantation and capsulectomies. Correction: patient codes updated to neurological deficit, and local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the device it was observed some creases in the posterior view expanding to the anterior view. Leak testing revealed a tear within the crease noted in the posterior view, measuring approximately less than 0.1 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 275cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician on the day of the surgery. Patient indicated burning sensation and inflammations. As a result patient had the implant removed on (B)(6) 2019.